Event description:
It was reported the patient presented for implant procedure. During surgery, ventricular leadless pacemaker (lp) fixation was attempted four times but unsuccessful. While maneuvering the lp, the helix got caught on the heart muscle and was sprung. The lp was removed and a different device was used to complete the procedure. The patient was in stable condition.